Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device jaws were applied to tissue and could not be re-opened. The site contact was not able to provide information as to whether the device was applied to tissue when this occurred. The surgeon opened another device in order to successfully complete the procedure. There was no pt injury. The site contact was not able to provide additional details regarding the incident or device.